Event description:
Unomedical reference number (B)(4). Event occurred in netherland. It was reported that patient faced adhesive issues with two infusion sets on (B)(6) 2024. Patient reported that tape was not sticking, and lost two infusions sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - device 1 of 2. E1: patient city: (B)(6). Patient country: netherlands.